Event description:
It was reported that during the same procedure, the tip of two acetabular shell inserters broke inside two shells attempted for implantation. The shells were removed and a third shell of the same size was used to complete the procedure.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. It is stated that the surgeon attempted to reposition the shell. The surgical technique states, "do not lever on the shell or the shell inserter to reposition the implant, as damage may occur to the threads or inner diameter of the shell." One or a combination of causes can lead to the observed failure: no adequate thread engagement can cause loosening of the bolt and can lead to fracture; levering on the shell with the inserter instrument can generate torque and can lead to component fracture; off axis impaction may cause bending moment and can lead to fracture failure. No definitive cause can be determined. The straight shell inserter has a field age of around 3 months, and the offset shell inserter has a field age of 27 months. The tip of both inserter bolts appear to have been left in the returned shells. Both instruments exhibit strike marks on the strike plate and the overall body. Both shells appear to have bone on the outer surfaces. The devices meet print specs where measured. Device history records indicate all components were manufactured and inspected to spec. No mfg abnormalities could be detected.